Event description:
Patient was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed damage to the keypad but demonstrated that insulin delivery was operating within required specifications and delivery accuracy.